Event description:
A report was made concerning a damaged usb port on a customer's device, which prevented the pump from turning on when connected to a power source. There was no adverse impact to the customer's blood glucose level. The customer was expected to return the faulty pump for examination, and a replacement pump with a new serial number was provided.